Event description:
A bipap a30 device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed a ventilator inoperative error e-84 (the power fail voltage is outside its valid range of 4.775 to 5.675 for at least 10 seconds). Due to the error, the technician recommended replacing the pca. Additionally, the device data identified additional unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. It was also discovered that the device was missing rubber feet. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.